Event description:
It was reported that catheters were placed by several experienced physicians from picu or. At different moments of treatment, it was noticed that the internal lumen at some point "communicated". Catheters were in use anywhere from 2-15 days. Catheters have several medications (up to seven at some point); however, the one that lead physician to suspect about communications inside the lumen are inotropic drugs, cvp saline and tpn. In one case, the clinician observed tpn was withdrawn from a different line than the one administered in. In three other cases, the clinical results weren't as expected with the inotropic drug. At a later point in time, hemodynamic changes lead them to suspect dilution of the inotropic drug with the heparin saline used for cvp. The physicians complained about these serious hemodynamic changes that extended hospital stays and seriously complicated children's health. There were no changes in their insertion procedure. No strong manipulation on removal of the guidewire was reported. Syringes, less then 10 mls, were not used on the unit. No new staff on the unit.

Manufacturer narrative:
It was requested by director of regulatory affairs that the severity code be changed to a reportable event. A follow-up report will be filed if more information becomes available. Initial evaluation: the complaint of interlumen crossover was confirmed in the unpackaged and returned catheter that was reportedly used in a pt. The unpackaged catheter had communication between the medial and proximal lumens. All eight catheters were leak tested. No interlumen crossover was observed in the catheters from the sealed kits. It should be noted that these catheters are 100% leak tested at the mfg facility. Any catheter that fails the leak test is rejected. Precaution, section 12, of instructions for use describes risks of lumen rupture under high pressure.